Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve and gastrointestinal/pelvic floor. It was reported the patient felt stimulation in their right ear after increasing the stimulation to 1.0. It was recommended to the patient for them to decrease the stimulation and contact their doctor about program change. This was noted as a sudden change in therapy/symptoms. No further complications were reported as a result of this event.